Manufacturer narrative:
It was previously reported: a trilogy 100 ventilator was returned to the manufacturer service center for evaluation. No harm or injury was reported. On device evaluation, error code e-193 was noted to have occurred indicating the internal li-ion battery had a permanent failure and required replacement. Device repair is pending at this time awaiting availability of a replacement internal li-ion battery. Additional findings not related to the malfunction/issue: during the evaluation of the device at the manufacturer's service center, the original sn/mn label had the incorrect gtin. Therefore, the sn/mn label requires replacement. During evaluation, it was noted the rubber feet were missing and required replacement. Additional information has been received confirming the internal battery pack has been replaced in the device as indicated for resolution of the device failure.

Event description:
A trilogy 100 ventilator was returned to the manufacturer service center for evaluation. No harm or injury was reported. On device evaluation, error code e-193 was noted to have occurred indicating the internal li-ion battery had a permanent failure and required replacement. Device repair is pending at this time awaiting availability of a replacement internal li-ion battery. Additional findings not related to the malfunction/issue: during the evaluation of the device at the manufacturer's service center, the original sn/mn label had the incorrect gtin. Therefore, the sn/mn label requires replacement. During evaluation, it was noted the rubber feet were missing and required replacement.